Manufacturer narrative:
(B)(4). One (B)(4) was received for evaluation. Visual inspection found tissue in the jaws. The device was received with tissue stuck in the jaws, which prevented the jaws from opening. The jaws opened when forward pressure was applied to the handle. Afterwards, the jaws opened and closed normally using the handle. The device was activated on a simulated tissue with acceptable results and a visual seal effect was observed. No further sticking was observed. The investigation identified the root cause of the reported event to be user error. The IFU states to minimize tissue sticking: keep the jaws of the instrument clean at all times; clean the instrument more often when working in a bloody field; if consistent sticking is encountered, reduce the bar setting; do not re-use or reprocess the device as this can damage the surface of the jaws and lead to improper performance. No trend has been identified. No corrective action is required, because no trend has been identified. Manufacturing non-conformances were reviewed, no entries pertinent to the customer's report were found.

Event description:
The customer reported that during a tubal ligation procedure, tissue was sticking to the jaws of the ligasure device. No tissue damage. No bleeding. No patient injury reported. Suture were used for the remainder of the procedure. The patient's hospital stay was extended by one day as a precautionary measure.